Event description:
It was reported that two tether set screw drivers fractured during surgery. One driver tip fractured off completely in the set screw and remained implanted in the patient, the other fractured incompletely and was retrieved. This is report one of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed that both devices were fractured at the tip. Lot 311982 was not fully fractured off, while lot 313772 was. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two tether set screw drivers fractured during surgery. One driver tip fractured off completely in the set screw and remained implanted in the patient, the other fractured incompletely and was retrieved. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00312.